Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced ventricular tachycardia (vt) when the delivery system was advanced across the tricuspid valve. It was noted that the vt resulted from the delivery system cup coming into contact with the endocardium. The vt was sustained and a cardioversion was performed which terminated the vt, but it was immediately followed by a period of asystole. Cardiopulmonary resuscitation was started and the patient was paced externally while the physician positioned a temporary transvenous pacing wire. The patient was then intubated and the leadless ipg implant was completed once the patient had stabilized. No further patient complications have been reported as a result of this event.